Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise in the right atrial (ra) lead. No known intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicating that the event was noted during an in-clinic follow up. Moreover, the episodes of noise noted did result to oversensing.

Manufacturer narrative:
Additional information: b3, b5, and h6

Event description:
Additional information received indicating that diagnostic imaging was conducted but the cause of the event could not be determined. It was elected that no intervention will be conducted at this time. The patient was stable and will continue to be monitored.